Manufacturer narrative:
The complaint of infection cannot be confirmed via laboratory testing. (B)(4).

Event description:
It was reported the patient had an infection at the ipg site. The ipg site was red and the patient experienced numbness, burning and tingling at the ipg site. In turn, the patient was given oral antibiotics.

Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Follow-up revealed the patient will undergo surgical intervention but no date had been set.